Manufacturer narrative:
Customer would not provide sufficient information. No investigation is possible.

Event description:
Customer reported that the echo had scanned and read the correct donor barcode number but the report had the wrong donor number on it. Customer could not provide any further information.